Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed "status 66", "status 89" and "status 104" messages. Complainant indicated that there was no pt involvement in the reported malfunction.